Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the distal end had signs of foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air/water cylinder and suction cylinder had no color. The distal end was shaved. The universal cord was dented. In addition, some components required replacement as per maintenance requirements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing which may have been conducted due to a shaved distal end, which led to the suggested event. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU: tjf-q190v operation manual chapter 3 preparation and inspection states detection method. IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope states counter measures. Olympus will continue to monitor field performance for this device.